Event description:
It was reported that during an unknown procedure the clips will not close correctly. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.